Manufacturer narrative:
Device is a combination product.

Event description:
Reportable based on analysis completed on 13-dec-2018 it was reported that shaft kink occurred. A 3.00x38mm promus element long stent was selected for treatment. However, it was noted that the delivery shaft was kinked. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable. However, returned device analysis revealed stent was detached. Promus element, mr, ous 3.00 x 38 mm stent delivery system was returned for analysis. The stent was detached from the delivery system and not returned for analysis. The tip was visually and microscopically examined and damage was noted. The balloon cones were reviewed and no issues were noted. The balloon was full of hardened medium resembling blood. The balloon inflated without issue and no leaks were noted. The balloon deflated in 5 seconds which is within measurement. The inflation device was verified before and after use using a calibrated druck pressure gauge. A visual and tactile examination of the device found a hypotube kink 600 mm distal from the distal end of the strain relief. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the polymer extrusion. No other issues were identified during the product analysis.